Event description:
Mandatory medwatch received from the user facility with a report of an over-delivery due to an operator error in programming. The report stated "intubated pt from o.r. Who was started on fentanyl and versed drips at approx. 0600 in 2003. The nurse was programming the pump for the fentanyl and incorrectly entered 50 cc's instead of 5 cc's/hr. It was also discovered that this was actually the versed line. The pt ended up receiving 20 cc's of versed and less than 2 cc's of fentanyl. Dopamine was started for blood pressure support when the systolic bp was noted to be low. Romazicon 0.4mg IV was given, as well as 1l ns bolus. The pt was able to be extubated by 1050am." The customer was contacted for further info. The report source indicated that the event was the result of an error in programming the device. The above-mentioned programming parameters were confirmed. It was not known which channels of the triple channel pump were in use at the time of the event. The ventilator-assisted pt was treated with 0.4mg of romazicon and the versed infusion was stopped. The triple channel pump remained in clinical use after the event. After an unspecified length of time, the versed infusion was resumed using the same device. In 2003, at 1050am, the pt was extubated, alert, oriented, and breathing on their own. Though requested, no further info was available.